Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the hose system broke without significant impact where the sample line for gas monitoring is connected. A leak occurred that may result in a loss of airway pressure. There was no injury reported.

Manufacturer narrative:
The reported problem could be confirmed by an optical inspection of the affected connector which was sent in for investigation. The junction for the sample line for gas monitoring was found to be broken. The fault was tried to be provoked but it was not possible to generate a comparable fault under normal service conditions. The material flexibility of the connector itself and the junction were found to be as expected. Only by the use of a high force and repeatedly bending back and forth the fault could be reproduced. The resultant leakage is detected by the connected main device and is alarmed accordingly. As further investigation has not revealed any clear root cause it is assumed that the impact of high mechanical forces beyond typical use conditions has caused the junction to break. This assessment is substantiated by the fact that no further similar case was reported from the field in the last 12 months.

Event description:
Please refer to the initial-report.